Manufacturer narrative:
(B)(4). Device will not be returned.

Event description:
Doctor indicated that an implant had mobility and was removed due to non-integration. However, during the procedure of removal, the iuniht screw fractured and the patient swallowed the crown with the screw. The patient is reported to be doing fine.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate surgical manual was reviewed for the screw. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.